Manufacturer narrative:
(B)(4). Batch number: n57j2z. Investigation summary: the analysis results found that the tr45w reload was received partially fired 1/10 and with damage to the spring cartridge lockout. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. No functional test could be performed due to the condition of the returned reload. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: if possible, can you please clarify the issue with each tr45w reload cartridge? Did the device deliver any staples? These 2 reloads affected did not deliver any staples. If yes, were the staples formed properly? Please see answer above. If yes, was the staple line complete? Please see answer above. Did the device cut? No. If yes, was the cut line complete? Device did not cut.

Event description:
It was reported that during laparoscopic gastric bypass surgery, ats stapler was used for gastro entero anastomisis with 2 white reloads, code tr45w and surgeon claimed that staples did not come out correctly or at all with these two reloads. Patient consequence? No.